Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The user resumed therapy on their twiist pump following the event. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hypoglycemia and ways to prevent it. This guide provides information how to fill the cassette, explaining that the cassette should be attached to the pump prior to filling and that insulin should be allowed to adjust to room temperature before use with the twiist aid system. How to select the appropriate cassette fill volume is also outlined in this document.

Event description:
An initial event notification was received by sequel med tech, llc on 10-jun-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they recevied a cassette empy alarm from their twiist automated insulin delivery (aid) system on (B)(6) 2026, but noted that the status screen in the twiist app showed 20 units of insulin remaining. The user reported that after this alarm occurred, they noticed that their glucose reading was 78 mg/dl with an arrow pointing down (indication of a downward trend). The user reported seeing visual artifacts, which they stated only occurs when their blood glucose is between 65 mg/dl and 61 mg/dl. Despite consuming glucose powder, the user reported that their continuous glucose monitor read 52 mg/dl. The user consumed additional glucose powder and confirmed that they did not require emergency medical services. The user eventually noted that their glucose began to rise so they administered a two unit manual injection. While exchanging the cassette, the user confirmed that the cassette and tubing were in fact empty. It was reported that the user had recently initiated therapy with the twiist aid system and their settings had been adjusted a few days prior to the event. Additionally, proper filling technique was reviewed with the user as they reported that they filled the cassette in their hand and used cold insulin. The user was able to resume insulin delivery via the twiist aid system following the cassette change.